Event description:
It was reported that a spectrum pump did not recognize a closed door during setup in the emergency room. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the reported symptom, which was reproduced. The messages were found to be caused by a loose upper link screw. The link screws were replaced.